Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval could not reproduce the reported symptom "constant 'close door' alarm". Review of the event history log confirmed the reported symptom. The unit was received inoperable due to a constant "load set" alarm, determined to be caused by a loose link screw, which is also known to cause "close door" alarms. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump had a constant "close door" alarm. It was reported that there was no pt incident.